Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: when was the suture broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify during use on patient. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2025 and suture was used. The thread was broken. No patient outcome. Additional information was requested.

Manufacturer narrative:
Product complaint# (B)(4). Date sent to the FDA: 10/6/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 pending evaluation of returned device. Additional information: d9, h3, h6. A device has been received; however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/3/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: d9, h3, h6. H3 investigational summary: the product was returned to ethicon for evaluation. One empty winding former, one paper lid and one small needle-suture piece were received for analysis. Product code 8695h. During the visual inspection of the sample, no breakage suture was observed. But the extreme was noted to be cut probably caused by a surgical instrument. The functional test was not possible because the suture was received with a short length. The other section of the suture was not returned for analysis. Furthermore, marks that appear to be caused by a surgical instrument were observed on the body needle. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.